Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the patient was admitted due to sepsis post ventricular tachycardia (vt) ablation procedure. It was noted that reprogramming was done to turn off the device feature that automatically monitors both left ventricular (lv) lead and right ventricular (rv) lead pacing thresholds at periodic intervals until the patient is stable and well again. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5 and h6: imf code. The device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory had an observation with pacing capture management in the left ventricle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device feature that automatically monitors pacing thresholds at periodic intervals induced ventricular tachycardia (vt) that accelerated to ventricular fibrillation (vf). The patient received three shocks from the crt-d that terminated the arrythmia. The crt-d remains in use. Additional information received noted that the patient was admitted due to sepsis post ventricular tachycardia (vt) ablation procedure. The patient was given antibiotics to treat the sepsis. It was noted that reprogramming was done to turn off the device feature that automatically monitors both left ventricular (lv) lead and right ventricular (rv) lead pacing thresholds at periodic intervals until the patient is stable and well again. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device feature that automatically monitors pacing thresholds at periodic intervals induced ventricular tachycardia (vt) that accelerated to ventricular fibrillation (vf). The patient received three shocks from the crt-d that terminated the arrythmia. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.